Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire on (B)(4) 2012. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she has decreased/distorted vision at near and intermediate when reading, seeing the gasoline pump, reading scriptures or hymns at church dials on the care dashboard, and piano music. The consumer reported also having dim vision and glare. In a follow up with the consumer she reported that she could see the concentric rings in her lenses. In a follow up, the surgeon reported the event continues and the patient is seeking a second opinion at his request. The surgeon reported the chief problem was the consumer needed excessive light to read and was having difficult with intermediate vision. There are two medical device reports associated with this event. This report is for the left eye.